Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 4/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/10/2017 with the following findings: during visual inspection of the pump, it was observed that there was no damage or peeling to keypad. The contrast, ok, up, down keypad buttons were not working. The keypad cover was removed and there was strong contamination found under all the button contacts. Due to the keypad not working the investigation was unable to test the bolus button. The investigation was able to duplicate the initial complaint about under responsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).